Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip. Based on the condition of the returned unit and the description of the event, it is likely that the cannula tip fractured due to force exerted on the cannula tip by the instrumentation that was used during the procedure. It is also possible that the cannula contained a material abnormality, which could make it more susceptible to breakage. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: sigmoid and upper rectum resection. Event description: we have a difficult case in one of our hospitals. They somehow broke the trocar cannula with the camera. The problem is, that they can¿t find one piece of plastic size 4x4 mm. Additional info provided by distributor via email 01feb21: after laparoscopic sigmoid and upper rectum resection, when the surgeon took out the trocar (which was used as a trocar for camera) he noticed that the trocar cannula is broken and it's missing a part of it. They inspected the abdomen and found one piece of plastic cannula but the small part ca. 4mm x 4 mm was still missing. They irrigated the abdomen and use suction but the part have not been found. X-ray and computer imaging was performed the next day but without results. From customer report: [translation] after the above fact (as in the description of the event), the trocars were reinserted, insufflation was repeated and a thorough inspection of the abdominal cavity was performed. No trocar fragment was found. A very abundant abdominal lavage was performed, suction was performed, no foreign body was found in the abdominal cavity. The patient was informed about the event. On the next day diagnostic imaging was performed - computed tomography, magnetic resonance imaging - no foreign body was seen in the abdominal cavity. The patient was scheduled for follow-up diagnostic imaging. Additional info provided by distributor via email 10feb2021: they did not find it. They informed the patient about the possible options and they decided to wait. If nothing will happen they will do the imaging in few months and they hope that when tissue will stick to this part it will create a pouch/structure that might be visible in the imaging. Type of intervention: one piece of plastic cannula but the small part ca. 4mm x 4 mm was still missing. They irrigated the abdomen and use suction but the part have not been found. Patient status: unintended material left behind in patient, suspected.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: sigmoid and upper rectum resection event description: we have a difficult case in one of our hospitals. They somehow broke the trocar cannula with the camera. The problem is, that they cant find one piece of plastic size 4x4 mm. Additional info provided by distributor via email 01feb21: after laparoscopic sigmoid and uper rectum resection, when the surgeon took out the trocar (which was used as a trocar for camera) he noticed that the trocar cannula is broken and it's missing a part of it. They inspected the abbdomen and found one piece of plastic cannula but the small part ca. 4mm x 4 mm was still missing. They irrigated the abdomen and use suction but the part have not been found. X-ray and computer imaging was performed the next day but without results. Additional info provided by distributor via email 10feb2021: they did not find it. They informed the patient about the possible options and they decided to wait. If nothing will happen they will do the imaging in few months and they hope that when tissue will stick to this part it will create a pouch/structure that might be visible in the imaging. Type of intervention: one piece of plastic cannula but the small part ca. 4mm x 4 mm was still missing. They irrigated the abdomen and use suction but the part have not been found. Patient status: unintended material left behind in patient, suspected